Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged and torn creating a leak. Fluid was not able to pass through the entire fluid path creating a struggle to deliver insulin. It could not be determined when or how this damage occurred. Blood was found on the adhesive pad, in the soft cannula, and on the formed needle tip. The cause of the bleeding/bruising event could not be determined. The download data contained a rotational sensor malfunction and an 0x40 alarm. Debris was observed on the commutator cap, but was found to have no affect on the rotational sensor malfunction or hazard alarm. Corrosion was observed on the pcb near the chassis common. The corrosion indicates the presence of fluid inside the device. The cause of the rotational sensor malfunction was found to be due to fluid on the commutator cap which caused the sensor to read closed rather than open. The fluid was also found to be the root cause of the hazard alarm. The root cause for the corrosion and fluid within the device could not be determined.

Event description:
It was reported the patients blood glucose level rose to 450 mg/dl and experienced bleeding from the infusion site(leg) while wearing the pod between 36 and 48 hours. As treatment, a manual injection of insulin (5u) was delivered.